Manufacturer narrative:
Date of initial report: (B)(6) 2017. Date of follow-up report : 2017-06-01. One lf1737 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported that the device was difficult to open. The reported condition was not confirmed. The jaws opened and closed properly when the latch was retracted and released. The device was activated ten times on simulated tissue with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device became stuck after sealing. No patient injury reported. Another device was used to continue the procedure.

Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the device became stuck after sealing. No patient injury reported. Another device was used to continue the procedure.